Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/18/2014 with the following findings: the battery compartment damage complaint could not be duplicated or confirmed with investigation. The battery cap external coin slot was damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue: unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.